Manufacturer narrative:
Concomitant medical device: 4968-35 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced syncope. Both subcutaneous right ventricular leads did not deliver shocks due to both of them having low impedance. The reason for the low impedance was apparently due to the contact of the coil to the can. Both leads were explanted and replaced. The device was reprogrammed and the device pocket was relocated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.